Manufacturer narrative:
The reported complaint of the pcu keypad failing was confirmed during testing. Significant trace damage was observed during an internal inspection of the keypad. Log analysis results showed no issues or errors associated to the keypad or power on failures with the returned device. An internal inspection of the pcu identified significant amounts of contamination in lower right section, below the ¿system on¿ key, indicative of keypad trace damage. Initial functional test showed the system on key not responding until the lower area of the keypad key was pressed. Testing showed no evidence of the system turning on without manual input. Maintenance keypad testing confirmed the pcu responding to each key press as intended. Continuity measurements also demonstrated the ¿system on¿ key passing resistance testing. The proximate cause of the keypad failure is suspected to be associated with keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 09/25/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/22/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pcu experienced keypad issues. While onsite the tpc stated keypad originally changed as part of the august grouping. It had its keypad again replaced 6 days ago and now is restarting without manual input. There was no patient involvement .